Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a customer, an error on the cart following the addition of an intraocular lens(iol) to the intraoperative aberrometry system. Following entry the company representative noted that it appeared on the cart as a non-toric iol rather than the toric iol as entered. On the following case the company representative tried this with the same iol type and it displayed correctly on both screens. Upon follow up with the company representative, it was confirmed that this could affect the intraocular lens the doctor selects during surgery. The sphere power could have been variant although the toric correction would have been correct.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. (B)(4).